Manufacturer narrative:
H3: product analysis :evaluation determined that vibration has been confirmed. The likely cause of failure is due to bearing detachment. It was also found that laser marking illegible, output and input shaft was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that excessive vibration was observed intra-operatively during use of the device. There was no patient involvement and no patient or user complications or harms reported for this event.